Manufacturer narrative:
(B)(4). Date of initial report: 07/21/2016. The incident sample has been requested but to date has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that the device broke while being prepared for use. The activation button fell off. Nothing fell into the patient.